Event description:
It was reported that, "the femoral component was open to the field and surgeon noticed three blemishes on the polished anterior trochlear groove and a fourth blemish on the distal medial condyle."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.